Event description:
It was reported that during a low anterior resection procedure, the device was used for double stapling technique with a curved cutter. The device was fired and washer was cut as usual. However, the doctor felt a difficulty in removing the device from the anus side. When the device was removed carefully, the staple line's anastomosis site was opened. The site was resected and the double stapling technique was performed again in the same way. There were no adverse consequences to the patient. The surgeon commented as follows. The tissue was not thick or tucked. The staples seemed to be formed properly. As the anastomosis staple line was opened, there was no bleeding. Confirmed after the operation that the washer was cut completely.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. Evaluation summary: requested and received the following information on 11/18/2009, 11/19/2009: